Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. It could not be conclusively determined when exactly the needle mechanism deployed. The exact cause of the reported needle deploying early could not be determined. Review of the download data found that the pod generated timeouts and a drive stall after the initial priming sequence was completed in conjunction with the pod generating an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. The alarm did not affect the reported event. The pod was reset and rerun successfully, no data abnormalities were observed. The cause of the reported needle mechanism failure complaint, high pulse width with drive stall and generated 0x40 hazard alarm could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 18.6, hardware: iphone14.7. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the needle mechanism had fully deployed before the pod was able to be used. No impact to the patient's glucose level was reported.